Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The screen was scratched. The moment the device was powered up the device started double beeping with the following message: replace downstream sensor. The customer reported product problem was therefore verified. The problem source of the reported product problem was unknown. A root cause was not established. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced. This repair corrected the reported product issue.

Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette. This issue occurred during testing and no patient was present at the time of the event. There were no reported adverse events.